Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint history were not performed because the lot number was not reported. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported suture separation during knot advancement. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date of event of 10/02/2024. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a closure of an unspecified vessel using a proglide device. Reportedly, it was noted that the rail suture appeared "frayed" when harvesting the suture after deployment. This was noted prior to loading onto the knot pusher or suture trimmer prior to knot advancement. It was unknown how hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.